Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the clinic on (B)(6) 2014 and had experienced withdrawal and underdose symptoms approximately one week prior. The pump was interrogated and a motor stall occurred which did not recover. It was unknown if diagnostic testing or troubleshooting was performed or if the issue was resolved. The cause of the stall was not determined and as a result, the pump was explanted and expected to be returned. At the time of the report, the patient's status was reported as alive-no injury. This device system delivered dilaudid. Additional information was requested to clarify event details and current patient status. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the pump had been explanted (B)(6) 2014; the patient stated the ¿pump was garbage¿ and had to be removed. The patient stated that he became very sick with withdrawal from medication. At the hospital, ¿they informed him that the gears in the pump were stripped and the pump was running continuously but not delivering the medication.¿ the patient indicated that the healthcare professional (hcp) had wanted to replace the pump with a new one but the patient refused. The battery reportedly had died ¿one year and seven months before it was supposed to¿ due to the gears being stripped and the pump constantly running.